Event description:
It was reported that during a photo selective vaporization procedure the fiber broke. There was no information reported on how the procedure was completed or the status of the patient.